Event description:
Senseonics was made aware of an incident where user reported of receiving "no sensor detected" alerts, which led to early sensor removal. An RMA was authorized for return of sensor for further investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported receiving "no sensor detected" alerts and experienced issues connecting their sensor to the transmitter. Troubleshooting, including multiple placement tests, revealed that the signal was only stable in specific arm positions and would drop with normal movement. The issue persisted even after a transmitter replacement. The user's hcp noted that the sensor might have been inserted too close to the muscle. An RMA was issued for the return of both the sensor and transmitter. At the time of complaint closure, only the transmitter had been returned to senseonics. Dms records indicate that the user was re-inserted with a new sensor on (B)(6) 2026. Investigation found that the returned transmitter passed all testing, with no issues identified. Log file analysis revealed missed reads, likely due to the user's difficulty maintaining proper placement of the transmitter over the sensor as a result of the insertion location.